Event description:
Medtronic physio-control is investigating devices that were shipped which may have been configured incorrectly during the mfg process. The affected devices were ordered with the "auto analyze" feature (without analyze buttons), but the operating software may be incorrectly set to require the use of the analyze button.